Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range pace impedance measurements. During the surgical procedure, the physician experienced difficulty with the lead and locking stylet. A new rv lead was successfully implanted. No known adverse patient effects were reported.